Event description:
Additional information received indicates the ipg has met the expected longevity. As such, the ipg is no longer deemed reportable.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg has reached its end of life. It is unknown if this occurred prematurely. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.